Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated the patient presented for a comprehensive exam and full mouth x-ray. It is recommended that the patient to do conventional orthodontic treatment, the dentist does not recommend the current byte treatment. The patient has a class I mobility with lower front teeth (#23, 24 and 25), gingival recession due to trauma from occlusion. Patient referred to ortho.